Manufacturer narrative:
The pump was programmed with the current time and date and monitored. The time and date functioned properly. The pump was received with minor scratches on the lcd window, a scratched case, a missing display window cover and a pillowing keypad overlay.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was gaining time. The customer stated the insulin pump gained more than nine minutes within 30 days. The customer also reported the insulin pump failed a self-test. The customer's blood glucose was unknown. The insulin pump will be returned for analysis.